Manufacturer narrative:
Investigation results; this is a diy aligner. Diagnostic model and also the staging looks good from the digital aspect. I do not see any defects digitally. We reviewed the DHR for this (B)(4) / patient ID# (B)(6) / site ID# 00128, qty. (B)(4) assy-500011 (aligners) and (B)(4) assy-500010 (template) were packaged by the first shift by auto bag-and-box operation on july 28, 2025, in manufacturing supercell sc4, equipment pua-09. The sales order was inspected and met the acceptance criteria provided by qa.

Event description:
In this event it is reported that a patient using nontemplate aligner arch had one of their upper teeth to intrude, unintended movement of the tooth occurred.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.